Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out because the balloon was not holding the air. The harvester tried to push it down but it would not work. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).